Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site and upon evaluation of the iabp, fault codes 45, 57 and 61 were found in the unit's diagnostic logs. To resolve this issue, the fse replaced the drive assembly with the k6a vent solenoid. The fse also found that the gains for the shuttle and the drive transducers were out of specification and also found a small cut in a piece of tubing that connects to k6a. The fse refitted the tubing onto k6a and calibrated all gains and offsets. The fse also ran the iabp for one hour with no problems and then performed full calibration, functional testing and safety check to factory specifications. The iabp passed all tests and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed error code # 45 and 65 and failed the vacuum check calibration test. It was discovered during preventive maintenance by the customer. There was no patient involvement and no adverse event was reported.